Event description:
The user facility reported that the doctor stated that he had a runthrough wire in the left anterior descending artery (lad) and another runthrough wire in a diagonal for a percutaneous coronary intervention (pci) procedure. He removed the runthrough from the lad it got stuck on the stent or some calcium and the distal coil section of the runthrough stretched from the lad into the aorta. The doctor left the stretched runthrough section that broke off in the lad and in the aorta. He stated he put the patient on brilinta or plavix (not sure which one) and asprin and said the patient was stable after the procedure. The doctor was not comfortable snaring the broke off section because he thought it might cause a dissection or more harm to the patient. He stated he would get a cardiovascular (cv) surgery consult but planned on following the patient. The patient was in stable condition. Additional information was received on 12sept2021. The broken wire was still in the patient and the patient is being followed by the doctor who also confirmed the patient was stable. The doctor was not blaming the runthrough wire. Additional information was received on 21sep2021. The following equipment was used with the reported device: a 6 fr introducer sheath, 6fr ebu3.75 guide catheter, 2.0/15 emerge balloon prowater wire, 2.0/18 onyx stent, 2.0/12 onyx stent, 1.5/12 emerge balloon. Fragments were left in body.